Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer's blood glucose was low at 42 mg/dl. He treated with food. Customer further stated he had been experiencing low blood glucose for a month. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. Customer was disconnected while priming. The reservoir was showing more insulin than what was shown on the status screen. The insulin pump had not been exposed to any strong magnetic fields. The customer had taken the insulin pump off in the week prior to the report. Nothing further reported.